Event description:
Tbm (B)(6) called advised dealer stated pump from lift is leaking hydraulic fluid. Original serial number given would not pull up in data base. Tbm (B)(6) could not provide any further information. (B)(6) called back with correct serial number.